Event description:
This unsolicited device case from united states was received on (B)(4) 2014 from the patient. This case is cross-referenced with the caes (B)(4) (same patient) on (B)(4) (suspected relation). This case involves a (B)(6) years old female patient who experienced deep vein thrombosis in left thigh and pain after receiving treatment with synvisc one. It was reported that possible in 2009, the patient had synvisc in her right knee and it did not help at all. Then the patient had platelet rich plasma (prp) in the right knee for 6-8 weeks and it helped for 02 years. Further, reported that the patient had reflux of the saphenous vein and had marfans and occasional atrial fibrillation. No concomitant medications were reported. On an unknown date in 2012 (about 02 years ago), the patient received treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot number and expiry date: not provided) into left knee for osteoarthritis. It was reported that it helped a lot and the patient was now beginning to have pain again and was considering getting another injection. On an unknown date, the patient had deep vein thrombosis in her left leg and had poor circulation. On an unknown date, the patient was hospitalized for 02 deep vein thrombosis in her left thigh and was put on warfarin sodium (coumadin). On an unknown date (recently), the patient 'got out of' the hospital. Outcome: unknown for both the events. Seriousness criteria for the event of deep vein thrombosis in left thigh: inpatient or prolonged hospitalization. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment date (B)(4) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of the event of deep vein thrombosis in left thigh, however, the role of the other relevant medical history of the patient and underlying condition may play a contributory and confounding role in the occurrence of the event. Furthermore, the lack of information regarding the concomitant medications used by the patient precludes the complete case assessment.